Event description:
Burnt her skin, had blisters on it/ they were red [burns second degree]. Had blisters/ they just started bleeding [wound haemorrhage]. Had blisters on it that were scabs now [scab]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) caucasian female consumer started to receive thermacare heatwrap (thermacare heatwrap). Route, dates and indication were unspecified. Relevant medical history and concomitant medications were not reported. The consumer reported that the heatwrap burnt her skin, had blisters on it that were scabs now, they were red and they just started bleeding on an unspecified date. Consumer did not have the thermacare product with her as she had given it back. She had returned it to the store, therefore not lot # or expiration date available. The action taken in response to the event for thermacare heatwrap was permanently withdrawn. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of burn blisters on her skin, scabs, red and bleeding as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events of burn blisters on her skin, scabs, red and bleeding as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term] burnt her skin, had blisters on it/ they were red [burns second degree] , had blisters/ they just started bleeding [wound haemorrhage] , had blisters on it that were scabs now [scab] , . Case narrative:this is a spontaneous report from a contactable consumer (patient). A 61-year-old female patient started to use thermacare heatwrap (thermacare heatwrap) on an unknown date for an unknown indication. Relevant medical history and concomitant medications were not reported. On an unknown date, the heatwrap burnt her skin, had blisters on it that were scabs now, they were red and they just started bleeding. She did not have the thermacare product with her as she gave it back, she returned it to the store. Thermacare heatwrap was permanently withdrawn in response to the events. The clinical outcome of the events was unknown at the time of the report. The product quality complaint group provided the following investigation results. Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. Summary of investigation and conclusion: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. A lot trend was not performed as the lot number is unknown. Follow-up ((B)(6) 2016): follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2020): new information from the product quality complaint group included; investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of burn blisters on her skin, scabs, red and bleeding as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. No further investigations or actions are suggested at this time.

Manufacturer narrative:
Summary of investigation and conclusion: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. A lot trend was not performed as the lot number is unknown.